Manufacturer narrative:
Date sent to FDA: 7/16/2019.

Manufacturer narrative:
Date sent to FDA: 04/24/2020. (B)(4). Additional narrative: it was reported that following the procedure the patient experienced bowel obstruction, hernia recurrence, adhesion and underwent mesh removal on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: 04/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6)2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.